Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This depuy synthes spine mfg. Medwatch report is a duplicate of depuy synthes spine mfg medwatch report no. 1526439-2014-11707 which was submitted on july 23, 2014. Please refer to mfg medwatch report no. 1526439-2014-11707 for full investigation summary details. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon drilled in the pedicle of t1 on the left and then tapped the hole with a 3.5mm mountaineer tap. He then screwed in a 4.0 x 26mm screw with the mini polyaxial screwdriver. He fully seated the screw and on the final turn the tip of the mini polyaxial screwdriver¿s hex sheared off in the screw. He decided that the broken tip would be secured when the rod was locked into place. It was reported that there were no adverse consequences to the patient and no resulting delay.